Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, customer is reporting the plastic protruding inside tube. The following information was provided by the initial reporter. The customer stated: customer is reporting plastic protruding inside tube with product 367861, lot 2109083.

Manufacturer narrative:
H.6. Investigation summary: mat: 367861. Lot: 2109083. No samples and no photos were returned by the customer in support of this complaint. Therefore, 100 retention samples from the bd inventory were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, customer is reporting the plastic protruding inside tube. The following information was provided by the initial reporter. The customer stated: customer is reporting plastic protruding inside tube with product 367861, lot 2109083.